Manufacturer narrative:
Harada, shinichi, et al. (2026). Fa, a bradycardic attack resulting in off in smart pass and inadequate activation to af. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026.

Event description:
It was reported per article of interest literature review that a 38-year-old man developed ventricular fibrillation (vf) at age 31 and was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD), after which developed atrial flutter, atrial fibrillation (af) and ventricular tachycardia (vt) resulted in an ablation procedure. Smart pass was disabled due to bradycardia and sinus arrest. Subsequently, the s-ICD delivered an inappropriate shock due to t-wave oversensing, identifying af as vf. The patient was hospitalized, and the s-ICD explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.